Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a low vacuum alarm and an autofill failure alarm. The iabp unit was swapped out with another iabp unit successfully. There was no report of patient harm and no adverse event was reported. Patient height: 185.9 cm.

Manufacturer narrative:
Communication/interviews : at the time of the call, the customer attempted an autofill which did not resolve the issue so the customer was requested to tag the iabp and send it to the biomed department. The getinge service representative for the account was also notified. Type of investigation not yet determined: additional information is being requested with regard to the status and/or repair of the iabp. A supplemental report will be submitted upon receipt of additional information or completion of our investigation. Not returned to manufacturer.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm that turned into an autofill failure alarm on a cs300 during use. There was patient involvement but no patient harm or adverse event reported. At the time of the call, the customer was asked to perform a fill and press start which was unsuccessful. Console switched out successfully. The possible nature of alarm was explained to the customer and asked that they tag the affected console for biomed. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.